Manufacturer narrative:
Lot number - (B)(4) an unspecified lot number. Seven single-use devices were received for evaluation. Visual inspection revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lots (B)(4) and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that the bladders of eleven small volume folfusors ruptured prior to patient use. There was no patient involvement. No additional information is available.